Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of foreign body in patient, mitral valve injury, cardiac arrest and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated, and the reported entrapment of device resulting in foreign body in patient appears to be related to user technique/procedural circumstances. The tissue damage was due to procedural circumstances. The cause for cardiac arrest could not be determined. Death was a cascading effect of the tissue damage and mitral valve replacement surgery. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report death it was reported that on (B)(6) 2020, a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. One mitraclip was successfully implanted in the transition of a2/p2 and a3/p3. A second mitraclip was inserted and grasping was performed in the transition of a2/p2 and a1/p1. However, mr was unable to be decreased, so the clip was repositioned. The clip was repositioned approximately 2cm laterally of the first implanted clip. Mr reduction was satisfactory in this location; therefore, the clip was deployed. A moderate jet still remained between the two implanted clips; therefore, an additional clip implanted. While crossing the mitral valve, it was noted that the clip caused damage to the anterior leaflet. The clip then became caught in the chordae and was unable to be retracted into the left atrium; therefore, the clip was deployed in the subvalvular apparatus, which caused a clinically significant delay in the procedure. The patient then underwent a mitral valve replacement surgery. It was noted that due to the prolonged duration of the procedure, the patient was submitted to 4-5 hours of sedation. After the procedure, it was noted that the patient had a cardiorespiratory arrest reversed with drug and cardiac compression. The following day, the patient expired. The patient death is a cascading effect of the tissue damage and mitral valve replacement that was caused by the third implanted clip. There were no difficulties with the first two clips. No additional information was provided.